Event description:
Pt's rhythm changed from st to fine v-fib. Monitor did not alarm nor was strip run. Nurse was at pt bedside and witnessed changes. Neither the bedside monitor nor the alarm at desk alarmed. The pt expired; however, not due to device malfunction. No adverse outcomes known. Device was evaluated by co on 10/31/95. Device has been put back in service.